Event description:
Attempted peripheral IV catheter placement with #22gauge ICU medical catheter, IV unsuccessful, safety mechanism did not activate leaving needle exposed. No injury to patient or staff.